Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-13588. It was reported that following a lead revision procedure on (B)(6) 2022 (related manufacturer reference number: 3006705815-2022-01574, 3006705815-2022-01575), the patient was sent to a local hospital post op for a potential blood clot in their leg. The issue has since resolved.